Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a gauze sponge. The customer reports that while prepping the eyes of a patient for a case, some fibers remained in the eyes. The customer further reports, that the fibers were removed immediately with no ill effect to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.